Manufacturer narrative:
Upon reassessment of the event, it was determined to not be reportable. The initial medwatch was submitted in error and should be voided.

Manufacturer narrative:
The user facility is outside of the united states. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). Return expected, not yet received.

Event description:
It was reported that after mixing, the bone cement hardened within 3 minutes and could not be used. Another unit was available to complete the procedure without patient injury or delay.